Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with loss of communication, calibration not accepted alert and unable to enter auto basal alert. The customer reported blood glucose value of 200 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, unomedical, mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was performed for unable to enter auto basal alert. Troubleshooting was performed for loss of communication and confirmed transmitter serial number was programmed in the manage devices screen. The pump in the process of making multiple attempts to reestablish communication with the transmitter. Troubleshooting was performed for calibration not accepted alert. Troubleshooting was performed for hyperglycemia event and customer had been using auto mode/smartguard feature and insulin pump system within 48 hours of reported event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.